Manufacturer narrative:
The device db-1216, serial number (B)(6) was not returned to boston scientific for analysis; therefore, the reported complaint could not be confirmed. However, a review of the device history record (DHR) confirmed the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event. The product labeling indicates that the following may be potential risks associated with its use: injury to areas next to the implant, such as blood vessels, nerves, the chest wall, and the brain and visual problems, eyelid or eye movement difficulties or other eye related symptoms. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that a deep brain stimulation (dbs) patient contacted the hotline reporting that she awoke with a black eye on the left side and experienced blurred vision. She was advised to seek immediate medical attention and indicated that she would call an ambulance. The patient was subsequently admitted to the hospital and has since been discharged, the patient received education on the appropriate use of the device. Her condition is currently reported as stable, and she is doing well.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device nhl, pjs.

Event description:
It was reported that a deep brain stimulation (dbs) patient contacted the hotline reporting that she awoke with a black eye on the left side and experienced blurred vision. She was advised to seek immediate medical attention and indicated that she would call an ambulance. The patient was subsequently admitted to the hospital and has since been discharged, the patient received education on the appropriate use of the device. Her condition is currently reported as stable, and she is doing well.